Event description:
It was reported that the patient reported their recharger cord was overheating and the issue began probably about 3 weeks ago while they were on vacation. Patient stated earlier today they could feel the cord burning their skin. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate with year valid. Continuation of d10: product ID 97755 lot# serial# (B)(6) , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they had called and got recharger replaced, but during call for replacement recharger, they had mentioned the controller "did not work too well" and charging issues continued after recharger was received. Pt said friday, they charged for more than 5 hours and their ins only incremented from 30-60%. Pt said the recharging would keep cutting off and controller would "never charge it." Pt reiterated details about recharger going bad, saying recharger got so hot it was burning me "like a fire back there." During call, pt reset controller and succeeded in charging their ins with recharge quality of excellent. Ins charge was low. Ins did not increment in 10+ minutes of recharging. A replacement controller was sent out.